Event description:
"Epidural device" was implanted in pt's back before surgery by an anesthesiologist. When the dr tried to remove it, it broke and 3 inches of the device is still in pt's back. Dr was asked if he was going to report it. He said no and seemed unconcerned. Rptr tried to obtain info from the hosp personnel regarding the device, but they wouldn't supply the info. So there is no model #, serial #, etc available. The complainant didn't know the address of arrow, the MFR.